Event description:
It was reported that the patient had a lead replacement in the past due to a "split in the wire" in 2012. The leads were reported to have been intact as of an office visit on (B)(6) 2012. X-rays of the patient's chest were reported to have been reviewed and reported that the electrode was intact. The explanted lead has not been received for analysis to date. No additional or relevant information has been received to date.